Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted with pfn nail and blade construct on unknown date. The nail broke postoperatively. This was reported to synthes (B)(4) directly by the patient. This is 1 of 2 reports for this event.

Manufacturer narrative:
Device is used for treatment, not diagnosis device is not distributed in the united states, but is similar to a device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis.